Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 280 mg/dl. Customer states they had symptoms and was treated. Customer's current blood glucose value was 280 mg/dl. Customer's blood glucose value was unknown at time of incident. Customer reported that pump is not performing well, it seems to be loosing accuracy and is off by a unit and 1/2. Troubleshooting was performed for delivery anomaly. Customer states there was possible pump under delivery during bolus. Customer was assisted in performing displacement test and the test results of pump were passed and alarmed no reservoir. Customer reported that the pump is working, but is not comfortable with the pump due to the decline in its accuracy in delivering and would like the pump replaced. The product was returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, low battery alarm or low reservoir alarm during testing noted. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No under delivery anomaly noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.